Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found the exhalation valve cover broken. The fsr replaced the exhalation valve cover and completed performance testing. The device was returned to the customer operating to service specifications.

Event description:
The customer reported that the ventilator alarmed "low vte" and "xdcr fault" (transducer fault) while the device was on a patient. The ventilator was changed out and there was no harm to the patient.

Manufacturer narrative:
The suspect ventilator blender module was returned to vyaire and evaluated. The reported complaint could not be confirmed and was not duplicated during testing. A conclusive root cause could not be determined.